Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient is never able to get device to fully charge and it takes a long time to charge ins. The consumer stated that the patient would have it at 8 coupling bars and they usually charge it when it gets pretty low or a quarter charge. The patient usually charges every 2 weeks. Yesterday (B)(6) 2017 the patient was charging with 8 boxes and then a thermometer screen came up on their implantable neuro stimulator recharger. The patient does not charge their ins to 100% full. Product service specialist (pss) reviewed recharging best practices, efficiency bar and recharge time. Pss recommended they charge ins to 100% to increase time between charges and to charge more frequent to cut down on recharge time. Caller redirected to follow up with health care professional (hcp) if length of time charging ins is still a concern and to bring insr so statistics can be checked . No further patient symptoms or complications were reported in this event.